Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and advised the customer to replace the central processing unit (cpu) or the (power management) pm. The customer replaced the cpu and reported that this resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an error code 1104 (backup alarm failed). There was no patient involvement.